Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing high impedance. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The device is no longer reportable as the lead was found to be functioning properly without any issues and was not replaced during surgery.

Event description:
Related manufacturer reference number 1627487-2019-10764.related manufacturer reference number 1627487-2019-10765.related manufacturer reference number 1627487-2019-10766.